Event description:
Reporting status: serious injury/medical intervention/permanent damage. Reporting rationale: dislodged stent requiring medical intervention. Device issue: dislodged stent. It was reported that during use of the device (unk rx xience), the device failed to cross and the stent became dislodged inside another implanted stent; however, a balloon was successfully used to deploy the stent in an unintended site without further incident. No pt effects were reported. No additional event or pt info is available.

Manufacturer narrative:
Results and conclusion summation: potential causes for stent dislodgement, as observed in past incidents, may include improper or inadequate crimping at the time of MFR, incorrect sheath sizing, positive pressure during preparation for use, negative pressure during sheath removal, forced sheath removal, handling of the stent during preparation for use, or interaction of the stent with the lesion, accessory devices and/or previously implanted stents. In this case, it appears that the interaction of the sds while attempting to cross a previously implanted stent resulted in the failure to cross and stent dislodgment.